Manufacturer narrative:
Examination and functional testing of the returned devices was unable to confirm the reported event. A complaint database search on the provided product codes identified similar reports which when confirmed were attributed to wear of the attachment end of the quickset 3.8 dimtr dr bit 25mm (B)(4) causing the mating issues. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned devices functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Issues in theatre with attaching the small drill bit to the flexible driver, which caused 10 minute delay to surgery. The drill bit was not properly attaching, sometimes it would be attached on to the driver, and sometimes it would simply pull straight off and become unsuitable to be used in a patient. The hospital are arranging decon of the instruments and I will be able to send these off once I have them in my possession.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.